Event description:
It was reported that issues were experienced with: check clutch, bottom case, top case, and plunger case. No patient inury was reported.

Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seal was broken on bottom case and plunger assembly. The device was cracked on lower left front corner of top case also cracked on bottom case and right plunger case. Non-OEM power cord was found with device. Check clutch plunger level found on error history log. Check clutch error was found during occlusion. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was found to be a combination of lead screw and both clutch halves slipping and popping due to normal wear and pump been dropped or mishandled by customer. Actions/repairs were done to correct the reported issue: pump quarantined for non-conforming power cord.